Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("heaviness of pelvis"), menorrhagia ("menorrhagia with dizziness"), abdominal distension ("abdominal bloating") and weight increased ("weight increased (9 kg)") in a 41-year-old female patient who had essure (batch no. D46950) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ankylosing spondylitis. The patient did not have concomitant gynecological disease. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), dizziness ("menorrhagia with dizziness"), asthenia ("permanent unusual asthenia") and memory impairment ("memory disturbance") and was found to have weight increased (seriousness criterion medically significant), 1 year 6 months after insertion of essure. The patient was treated with surgery (bilateral total salpingectomy by laparoscopy with interstitial portion resection). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal distension, weight increased, dizziness, asthenia and memory impairment had resolved. The reporter considered abdominal distension, asthenia, dizziness, memory impairment, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: removal of essure was performed for medical reasons. The main reasons for removal were the following events: heaviness of pelvis, bloating, menorrhagia and weight increased. Sample was not kept by the hospital. The reporter considered that essure caused or contributed to the occurrence of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("heaviness of pelvis"), menorrhagia ("menorrhagia with dizziness"), abdominal distension ("abdominal bloating") and weight increased ("weight increased (9 kg)") in a 41-year-old female patient who had essure (batch no. D46950) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included ankylosing spondylitis. The patient did not have concomitant gynecological disease. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal distension (seriousness criteria medically significant and intervention required), dizziness ("menorrhagia with dizziness"), asthenia ("permanent unusual asthenia") and memory impairment ("memory disturbance") and was found to have weight increased (seriousness criterion medically significant), 1 year 6 months after insertion of essure. The patient was treated with surgery (bilateral total salpingectomy by laparoscopy with interstitial portion resection). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal distension, weight increased, dizziness, asthenia and memory impairment had resolved. The reporter considered abdominal distension, asthenia, dizziness, memory impairment, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: removal of essure was performed for medical reasons. The main reasons for removal were the following events: heaviness of pelvis, bloating, menorrhagia and weight increased. Sample was not kept by the hospital. The reporter considered that essure caused or contributed to the occurrence of the events. Most recent follow-up information incorporated above includes: on 31-jan-2019: device removal questionnaire received from hcp. Date of birth reported. The patient suffered from ankylosing spondylitis, captured as medical history. The patient did not have concomitant gynecological disease. Essure lot number was added (d46950). The patient developed several side effects in (B)(6) 2016 (previous onset dates were amended). Removal of essure was performed for medical reasons. Main reasons for removal were the following events: heaviness of pelvis, bloating, menorrhagia and weight increased. Follow up was available 6 or more months following essure removal and the patient's symptoms were completely resolved after removal. No further information is expected. The reporter considered that essure caused or contributed to the occurrence of the events. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ("heaviness of pelvis") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia with dizziness"), abdominal distension ("abdominal bloating"), dizziness ("menorrhagia with dizziness"), asthenia ("permanent unusual asthenia") and memory impairment ("memory disturbance") and was found to have weight increased ("weight increased (9 kg)"), 1 year 6 months after insertion of essure. The patient was treated with surgery (bilateral total salpingectomy by laparoscopy with interstitial portion resection). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal distension, dizziness, weight increased, asthenia and memory impairment outcome was unknown. The reporter provided no causality assessment for abdominal distension, asthenia, dizziness, memory impairment, menorrhagia, pelvic pain and weight increased with essure. The reporter commented: sample was not kept by the hospital. Onset date of events was reported as same date of intervention for essure removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.